Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-18807. Additional information - this MDR is being submitted to include the below: h11: investigation summary: the information of this complaint has been evaluated. Since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing survellience (pms) product trends and malfunction. If any trends picked up, this would have flagged on the trips and alerts according to the market quality review procedure (omqr).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4). MDR device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 3 infusion sets adhesive on25-jun-2024. The infusion set fell off while being in use for one day for 2 sets and 1 for 2 days while doing physical activity/sweating, swimming, or bathing. The issue was resolved by replacing infusion set and resuming insulin. No further information available.